Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to high impedances and high thresholds. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment was received whose performance was scrutinized, including a visual and electrical inspection. During the analysis the root cause of the high impedances and high pacing thresholds mentioned in the complaint description could not be determined. However, inspection of the lead showed multiple signs of abrasion and the insulation was found rubbed through in the distal part of the lead. Furthermore, deformations of the shock coils and cuts to the lead body were observed which most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.